Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed multiple high impedances and x-rays indicate lead migration. Surgical intervention may be pending to address the issue.

Event description:
Additional clarification identified only one lead was replaced due to invalid impedance. The patient is now receiving effective stimulation.

Event description:
Follow up information identified the patient underwent surgical intervention where the leads were replaced with new ones. The patient is now receiving effective stimulation.